Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
User facility reported that following blood sampling, a clinician was exposed to blood ( via splatter to the face) while activating the device's needle safety mechanism. User facility stated that the clinician was using a single-handed technique to close the safety mechanism with their thumb rather than against a flat surface as directed in the instructions for use. The hospital followed internal protocol for blood exposure. No permanent adverse effects to clinician reported.